Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had intermittent button response and a button error alarm due to corroded keypad traces. No unexpected numbers ramping/scrolling were noted. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that numbers were ramping up on display screen. When customer changed the battery, buttons became unresponsive. Customer's blood glucose was 43 mg/dl, which was treated with food. Customer over treated low blood glucose and experience blood glucose levels of 208 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.